Event description:
The user's facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the roller pump guts stopped with tubing installed at low revolutions per minute (rpms). This was discovered after biomed replaced the belt, post repair testing. There was no case, no patient. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00748. Per technical support, this did not display a belt slip error but this type of problem is considered a belt slip. At this time, the roller pump will not be returned to the manufacturer for repair, as the biomed will be cleaning the pulleys and the belt.